Manufacturer narrative:
The customer's meter was received for investigation. The display was checked and all characters were displayed correctly. The device was opened and residue of a fluid was found that caused oxidation in the battery compartment. Components of the oxidation were found loose in the device which can cause temporary display issues. The root cause is determined to be contamination due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The customer stated the batteries had corroded inside battery compartment area and damaged the spring terminals. The customer's bio-med was unable to clean off the corrosion inside the battery area. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter had an issue with the display of the coaguchek xs plus meter that could lead to a misinterpretation of results. The customer stated they could not use the meter due the display showing "funny numbers". There was no actual misinterpretation of results.